Manufacturer narrative:
The permanent cautery spatula has been returned and evaluated by the failure analysis team. The instrument was found with a broken boss feature of the yaw pulley. Upon microscopic inspection, the feature was found missing from the insert slot. The broken piece was approximately 0.05 x 0.05 and the customer returned the piece with the instrument. No material appeared to be missing from the instrument as the broken assembly was pieced back together. Tthis failure is typically associated with mishandling/misuse. The instrument also passed electrical continuity test.

Event description:
It was reported during a da vinci-assisted surgical procedure the surgeon noticed a loose plastic piece inside the patient and retrieved the fragments successfully. The surgeon looked over the instruments and identified that the piece had fallen from the permanent cautery spatula. The procedure was completed successfully and there was no reported patient injury. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information from the customer concerning the reported event with no success.